Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you), if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. T:slim x2 g5 user guide: your t:slim x2 system is designed to deliver insulin reliably, but because it uses only rapid-acting insulin, you will not have long-acting insulin in your body. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during basal delivery. In addition, the customer received an auto-off alarm. Blood glucose was approximately 355 mg/dl. Reportedly, the customer was using an off label slower acting insulin. The customer was able to load a new cartridge successfully and resumed insulin therapy. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. Customer acknowledged.